Event description:
It was observed during device evaluation, that the distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal cover is that a high-energy treatment tool (laser, radiofrequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.